Manufacturer narrative:
The customer¿s report of the secondary back flowing into the primary was confirmed. Functional testing confirmed backflow indicating a faulty check valve. Testing by the supplier indicated a passing result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant products: hospira bag ndc 0409-711-09, lot 56-806-fw, exp feb 1, 2017, 20meq potassium chloride, 0.9% sodium chloride injection; 100ml baxter bag ndc 0338-0049-38, lot p344754, exp jul 2017, sodium chloride injection therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the secondary IV antibiotic was noted to free flow into the primary bag. No patient harm reported. Event occurred in the orthopedic unit.